Manufacturer narrative:
(B)(4) this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The key failure is the connector is cracked. However the technician states in the (B)(4) notes the power switch has a dirty internal contact that is causing unit to not alarm. Power switch internal connections were cleaned.